Event description:
Event: unresolved type 1 endoleak. Event narrative: pt with a calcified superior neck. There was an unresolved type 1 endoleak at the conclusion of the procedure. The pt is scheduled to be seen in one month for re-evaluation.